Event description:
In 2005, it was reported to boston scientific corporation, that a procedure using a ultraflex tracheobronchial stent system occurred. According to the complainant, the stent was wasted as it had a hour-glass shape to it. The stent was removed and the procedure successfully completed using another ultraflex tracheobronchial stent system. The patient's condition was reported as "fine."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. Device analysis confirmed that the returned stent was slightly constricted at each end and not as fully expanded as its mid section. It is unknown however to what extent that the stent had expanded over time since its removal. The exact cause of the complaint reported is unknown but may possibly have been due to the crochet stitches being too tight.